Event description:
It is reported that during implant surgery in 2007, the device stuck approximately an inch above the collar. It took approx 1 hour to remove the device. A 42 degree 10mm humeral stem was tried, but was loose. A 42 degree 9mm humeral stem was then used and cemented in place.

Manufacturer narrative:
Evaluation summary: the nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on patient bone quality and the amount of bone removed, the elasticity of the remaining bone may not allow the implant to seat within normal impact forces in some cases. The trials are undersized to ensure that they can be removed with minimal force to maintain the bone preparation for press fit. Evaluation codes: device history records indicate MFR to specification.